Event description:
The pt reportedly experienced loss of lock. The pt's device was explanted. The pt was reimplanted with another cochlear implant.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of no lock could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.